Event description:
It was reported that opening pressure of the valve would change without reprogramming the device and the surgeon was unable to reprogram the valve to the desired opening pressure. The valve was explanted.